Event description:
Approx 3 hrs into hemodialysis treatment a blood leak was found at the crit line connection believed to be at the blood tubing end versus dialyzer end. Treatment was discontinued tubing and chamber retrieved. No obvious defects, leaks or cracks. MFR was notified. Stating (1) previous incident has been reported.